Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the infusion set instructions for use: change the infusion set every 24-48 hours, or as recommended by your healthcare provider.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to resolve issue. Customer's blood glucose was within range. Reportedly, customer used infusion set for 3-4 days versus the labeled 1-2 days.